Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had complained of pain at the scs ipg site. Reportedly, the physician initially advised the pain would improve once the implant settled, but the patient contacted the physician and stated the ipg site pain still remained. Consequently, the physician decided to remove the patient's entire scs system.

Manufacturer narrative:
This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue.